Event description:
Pt reported that she was having signs and symptoms of withdrawal including headaches, sweating and general malaise. Upon examination it was found that the end of the pca tubing was found cracked off in the patient's port cap. Pump did not alarm. Interventions but no harm to patient. I do have the product, if examination is warranted.